Event description:
Received info from user facility that the bur guard "spins". The physician felt heat in the body of the handpiece. Minimal delay in surgery of 10 minutes. The procedure was not altered and no injury reported.